Event description:
Information received indicates the caster will swivel when in brake.

Manufacturer narrative:
The technician replaced the brake/steer pedal and the caster stems and horns to repair the bed.